Manufacturer narrative:
(B)(4). Report source, foreign ¿ events occurred in (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the procedure when attempting to use the driver, it was noted that the screwdriver tip was deformed. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to a serious injury nor has it been previously reported. Therefore, this event will be made not reportable. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to a serious injury nor has it been previously reported. Therefore, this event will be made not reportable.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection was conducted on the returned screw driver and it appeared that the driver was worn, damaged and stripped. The returned product was sent for hardness testing and dimension taken is within specifications. The marks on the hex indicate that it has been inserted into the screw in the past and hence the tip might be damaged. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.